Event description:
It was reported that a patient underwent an inguinal hernia repair procedure in early 2014 and mesh was implanted. The patient experienced an allergic reaction and in (B)(6) 2014 the patient developed chronic urticaria. The patient was treated with difficulties with antihistamines and underwent a reoperation. The findings of the reoperation are in progress. Currently, the patient is doing well with antihistamines.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.